Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an unspecified procedure, the footprint ultra pk suture anchor broke into the bone hole before hitting. It is unknown if there was a surgical delay. The procedure was successfully completed using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image finds a fractured anchor on a smith + nephew box. This case reports, the anchor broke into the bone hole before hitting it, in an unspecified procedure. It is unclear whether the broken anchor tip remained in the bone or was removed from the patient, as the anchor tip does not appear in the provided photo. Reportedly the procedure was completed using a backup device. No clinically relevant supporting documentation was provided for review. If a portion of the anchor remains retained in the patient, it is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. If the anchor was retained, it is unknown if the anchor will migrate and there is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Part of the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with no anchor or suture material. The insertion device has debris on it. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the customer provided image finds a fractured anchor on a smith + nephew box. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A clinical review states the provided photo was reviewed and appears to show a broken anchor with the tip missing. It is unclear whether the broken anchor tip remained in the bone or was removed from the patient, as the anchor tip does not appear in the provided photo. Based on the limited information provided the root cause of the breakage could not be determined. If a portion of the anchor remains retained in the patient, it is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. If the anchor was retained, it is unknown if the anchor will migrate and there is potential risk for tissue inflammation and/or pain. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time. Corrected data: h6: health effect - impact code.